Event description:
During a right heart catheterization procedure, a bleed back issue was noted after removal of the non-abbott (7f swan ganz) catheter. There were no adverse consequences to the patient. The sheath was discarded.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.